Manufacturer narrative:
H6: spoon broken off just foreward of the scope stop. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip present, yes; cover condition, good; cover properly positioned, yes; cover tab condition, good; ferrule condition, good; handle cond. (Gaps/cracks), good; shaft straightness, good; shaft twisted/loose in handle, no and spoon condition, broken. Analysis conclusion: based upon the inquiry info received and the visual examinatino, it was concluded that the instrument's dissecting spoon had broken during surgery, making the instrument non functional. The instrument was received with the spoon broken off just forward of the scope stop. The instrument would not function as designed due to a broken spoon and no conclusion could be reached as to how the spoon had beocme broken. Each instrument is evaluated during he assembly process to ensure that it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
The svsr1 was used during an endoscopic vein harvesting procedure. The clear hood of the svsr1 from ftv01 lot# j44z7y broke off into the pt near the ankle. There was no consequence to the pt.